Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.reference report 3012447612-2025-00394.

Event description:
It was reported that a polaris height adjuster with a twisted tip and another with a fractured tip were discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided. This is report two of two for this event.